Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 235 mg/dl. Manual injections were administered, correction boluses via the pump were delivered and the temporary rate was increased on the customer's pump to address the bg level. During a system check, insulin was not observed exiting the infusion set tubing. After 10 units had been delivered, insulin was observed exiting the tubing indicating there had been a blockage. Reportedly, the customer typically uses their cartridges for up to 11 days. Tandem technical support educated the customer that humalog filled cartridges should be used up to 2 days. The customer stated a complete supply change was to be performed and declined a follow up call.